Event description:
Following the pump replacement procedure (see manufacturer¿s report # 3004209178-2015-10377), the patient¿s dose was cut in half; the new pump was started at 425 mcg/day. They lowered the dose by 50% because they were concerned about the patient being sensitive to the drug after the intermittent therapy leading up to the replacement and the possibility the patient had not been receiving all of the medication. On (B)(6) 2015, the patient developed respiratory distress and was intubated. The patient also began having seizures. The seizures were a pre-existing condition. Per the hcp (healthcare professional), the patient had a history of seizures prior to starting the pump therapy and the hcp did not believe the seizures were associated with their infusion therapy. Hcp stated that the patient may have been intubated to help sedate them while the hcp attempted to get the seizures under control. The hcp was not positive why the patient was intubated specifically. As of (B)(6) 2015, the patient was extubated and the pump dose was increased by 15% to 480 mcg/day as the physician felt that the patient still had some spasticity. As of (B)(6) 2015, the patient was still in the hospital recovering with the new pump. The patient¿s mother reported on (B)(6) 2015 that her son was in the ccu (critical care unit) at the hospital and had ¿nearly died 2 days ago due to the withdrawal and was placed on a vent¿. The patient was weaned off the bi-pap on (B)(6) 2015. His spasticity was better. They were still titrating the dose up. Per the hcp on (B)(6) 2015, she thought that the patient had been discharged and then returned to the hospital; however, she was not sure. The last update she received was from the patient¿s mother earlier in the week and the patient¿s mother said the patient had been extubated, the seizures were under control, and they were just waiting for the patient¿s blood dilantin (phenytoin) levels to reach a therapeutic range. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).